Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation, the monitor displayed a service code 29 (charge profile fault) and was drawing excessive current. The cause for the svc code was isolated to a shorted high-voltage capacitor c22 on the defibrillator pca. The root cause for the shorted c22 capacitor could not be positively identified. No adverse event resulted from the defective monitor.